Manufacturer narrative:
'Date received by MFR' update/correction: the initial report indicated 2019-nov-11 in (date manufacturer received) and should have instead indicated 2019-oct-29. (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the previous report of the catheter not patent, it was noted that they were unable to aspirate. The company representative was notified of the event on 2019-oct-29. The physician did not know the date of the event (day, month, and year were unknown). The patient¿s weight at the time of the event was unknown. The physician suspected a catheter issue after several dose escalations that had never provided enough therapeutic benefit. The serial number of the catheter was clarified. Diagnostic tests/troubleshooting performed included physical examination of the catheter and an attempted aspiration during surgery. The cause of the catheter not having been patent was not determined. The issue was resolved. The company representative was not in possession of the device. The healthcare provider had refused return of the device to the manufacturer.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, lot#/serial# (B)(4), implanted: (B)(6) 2009, product type: catheter, ubd: 08-apr-2011, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of fentanyl at minimum rate via an implantable pump for non-malignant pain. It was reported the patient's catheter was not patent so they had to replace the catheter. Per device registration, the patient's catheter was revised on (B)(6) 2019. The rep was calling on (B)(6) 2019 for assistance with reviewing options to run the old drug in min rate. The rep stated they were switching drugs on the day of the call, however, they wanted to program a bridge in minimum rate. Technical services reviewed the information and options with the rep. The managing physician planned to leave the pump programmed in minimum rate and planned to bring the patient back once all the old drug cleared. It was indicated the patient had just been implanted with a stimulator, so that should help while the patient's pump was at minimum rate. No further complications were reported or anticipated.